Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck in a pending download state with repeated download task failures. A technical support specialist (tss) found in server side that both last upload and download were not current. A backup of the station database was taken (dsclientoltp), after which the database was dropped, med application was repaired, and a full synchronization was initiated. Post-synchronization logs confirmed no variation in change tracking version, indicating successful synchronization, and verification in server showed both upload and download statuses as current. The issue was resolved with restored communication between the station and server, and the customer confirmed functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device shown as "download stopped". The health site viewer device showed a ¿download stopped¿ status, but upon checking the device sync status, some communication activity was still present. However, there were no delays or adverse events or injuries reported based on this event.